Event description:
Customer claims there's zipper damage to the right side panel and perimeter guard. Claims that both the pull tab and the slider are damaged. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Zipper damage. Eval results: eval for the returned product shows that the panel side right has 3 zipper elements missing. The panel side left has 4 zipper elements missing. There is other damage to the canopy that shows product misuse. (B)(4).